Event description:
A guardsmen femoral interference screw was used during an "acl" procedure. The surgeon placed the screwdriver in the tip of the screw then positioned the knee from 110 degrees to 90 degrees asnd the head of the screw then broke. Part of the screw remains in the bone. No injury reported.